Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leaking" (rupture); capsular contracture, baker grade iii.

Event description:
Patient called to report "exchange from textured to smooth". Later patient report "leaking", "huge lump" and "material in the biopsy was from the implant". Later healthcare professional reported "capsular contracture baker grade lll", "[patient] is very unhappy with [their] current implants, [they are] very self-conscious about the way they look". This record is for right side. The device remains implanted. Unknown if the devices will be returned.

Event description:
Patient reported "exchange from textured to smooth". Later patient report "leaking", "huge lump" and "material in the biopsy was from the implant". Later healthcare professional reported "capsular contracture baker grade lll", "she is very unhappy with her current implants, she is very self-conscious about the way they look". This record is for right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported "exchange from textured to smooth". Later patient report "leaking", "huge lump" and "material in the biopsy was from the implant". Later healthcare professional reported "capsular contracture baker grade lll", "she is very unhappy with her current implants, she is very self-conscious about the way they look". This record is for right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed two openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.